Event description:
Please note: date of stent placement is unknown. The complainant has reported that a patient (age and gender unknown) underwent a therapeutic cystoscopy for stent removal in 2007. Upon removal of the polaris stent, the clinician noted that the stent had migrated into the ureter from the bladder. The device was removed and disposed of. Numerous attempts to obtain additional product and patient information have been unsuccessful.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA the complaint indicated that the device will not be returned for evaluation; therefore, we ar not able to determine the relationship between this device and the cause for the event.